Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Eval conclusion code ¿ is being updated for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) indicated the pump was replaced due to end of life; however additional information was also received via the return paperwork for the pump indicated the pump was replaced on (B)(6) 2017 due to motor stalls on and off. It was also reported the reason for device removal was ¿serial motor stalls.¿ it was noted the patient¿s status after the device was removed was ¿recovered without sequela.¿ no further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) on october 23, 2017. Clarification had been requested regarding the report that the pump had reached end of life. The rep replied that the pump was approximately five years old, and the patient had their pump replaced within a few days of the motor stall. The rep indicated they did not have any personal information regarding the patient's weight. Additional information was received from the rep the following day on (B)(6)2017. The rep clarified the pump was dead after the motor stall, and never recovered. No further information was provided.

Manufacturer narrative:
Analysis of the pump on 2017 (B)(4) revealed a motor gear train anomaly regarding corrosion and/or wear and/or lubrication; stall was due to the shaft bearing. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. It was clarified that the patient had their pump replaced a few days after the pump died.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer representative (rep) regarding a patient who was receiving lioresal (baclofen) (concentration of 2000 mcg/ml at a dose of 1046 mcg/day) via intrathecal drug delivery pump for intractable spasticity and multiple sclerosis. It was reported that they went to the doctor's office to check the patients pump and on the reports it showed that the pump had stalled for nine hours and restarted, because of this, the consumer believed that the pump quit working the consumer stated that the patient went to the emergency room on this report date. The consumer wanted to get a manufacturing representative to look at the patients pump. This was not an out of box failure. The patient brought the doctor on the line and were transferred to page out a local manufacturer representative. The rep reported that motor stall was seen at initial interrogation. The patient did not have a recent magnetic resonance imaging (MRI). Technical services reviewed motor stall considerations including consider pump replacement, if explanted or replaced pump return to manufacturer recommended. It was reported that the patient was going through withdrawal. No further complications were anticipated.